Event description:
The pt was experiencing increased spasticity. The pump was removed and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.